Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue was identified at the beginning of a diagnostic procedure. The procedure was completed as planned by manually moving the c-arm. A philips field service engineer inspected the system onsite and confirmed the reported problem. There was a problem with the adjustment of the potentiometer for the detector shift. The detector could not reach the end position, so the longitudinal movement of the c-arm stopped, and it could only be moved by hand. The detector movement and position detection were readjusted and successfully tested as part of extensive troubleshooting. The longitudinal potentiometer and the geometry module were also replaced and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the c-arm could not be automatically run over the patient and moving the tube up and back to the park position did not work. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.